Manufacturer narrative:
Additional information added to a2, a3, b2, b5, b6, b7, d10 and h6. Additional information for b5: on (B)(6) 2023, the patient experienced peritoneal effluent abnormal (effluent fluid was opaque, color of the fluid was yellow) and escherichia peritonitis (peritonitis with culture positive for escherichia coli) with nausea, vomiting and abdominal pain. The patient was hospitalized from (B)(6) 2023 to (B)(6) 2023 for peritonitis. The patient was treated with sulfamethoxazole, trimethoprim (bactrim ds) (oral) on (B)(6) 2023 for escherichia peritonitis, at a dose of 800/ 160 mg; ceftriaxone sodium (rocephin) (intravenous) from (B)(6) 2023 to (B)(6) 2023 for escherichia peritonitis, at a dose of 1 g in 50 ml nacl piggy bag every 24 hours; piperacillin sodium, tazobactam sodium (zosyn) (intravenous) (B)(6) 2023 for escherichia peritonitis, at a dose of 2.25 g in sodium chloride 50ml; piperacillin sodium, tazobactam sodium (zosyn) (intravenous) (B)(6) 2023 for escherichia peritonitis, at a dose of 4.5 g in sodium chloride 50ml; cefepime hydrochloride (maxipime) (intravenous) from (B)(6) 2023 to (B)(6) 2023 for escherichia peritonitis, at a dose of 1 g in sodium chloride 0.9, 500ml every 24 hours; vancomycin (unknown route) (B)(6) 2023 for escherichia peritonitis, at a dose of 2250 mg in nacl, 0.9% 500 ml, once; vancomycin (intravenous) (B)(6) 2023 for escherichia peritonitis, at a dose of once daily. On (B)(6) 2023, escherichia peritonitis (peritonitis with culture positive for escherichia coli) was resolved. At the time of the report, peritoneal effluent abnormal (effluent fluid was opaque, color of the fluid was yellow) was resolved. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for (4) four days for the event. The cause, treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.